Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Report number: mw5075438. Notification received thi : 21-jan-2018. FDA report: 22-feb-2018. Date of event: (B)(6) 2018. Since customer was not contacted, product not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: manufacturer attempted to obtain reporter's information on 3/21/2018 via email in order to clarify the event outcome mention on outcomes attributed to adverse events of the medwatch (other serious- important medical event) in addition of customer's condition. No information related to a serious event was provided in the even description section. Unable to establish contact with the customer at this time.

Event description:
Customer complaint details : due to my insurance coverage changing, I was recently switched to the true metrix blood glucose monitoring system. I have compared the readings on this system to current read;ngs from two other blood glucose monitors. The readings on the true metrix are off by as much as 40 points. If I had treated a false high blood sugar with insulin (I have type 1 diabetes), it would have resulted in severe hypoglycemia. Similarly if I treated a falsely low reading with additionally glucose, I would have suffered from hyperglycemia. This meter is wildly inaccurate. There are many complaints online about this meter behaving the same way. At this point, this meter is useless in assisting me in managing my type 1 diabetes. I even purchased a second true metrix meter and it behaves the same way with false highs and lows. No customer information provided. Unable to search our system for previous contact information.